Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose(bg) level ranged from below 54 mg/dl to above 500 mg/dl. The customer used a manual injection to address elevated bgs. The customer consumed carbs to address the low bgs. Reportedly, the customer changed pump supplies to address the issue.